Manufacturer narrative:
Concomitant medical products: model number/catalog number:sc-2316-50, serial number: (B)(4), batch/lot number: 17490454, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure.